Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer septal occluder (aso) was selected for procedure. During the implant procedure the 30mm aso exhibited a cobra deformation when attempting to deploy it. There was no interaction with cardiac structures and no kink or angulation noted in the delivery system. The decision was made to abort the implant procedure. The patient remained hemodynamically stable throughout the procedure. There were no adverse patient effects reported. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.